Manufacturer narrative:
Additional information: added physician/author response. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events.

Manufacturer narrative:
Citation: fiszer r et al. Immediate and long-term outcomes of percutaneous transcatheter pulmonary valve implantation. Cardiol j. 20 17;24(6):604-611. Doi: 10.5603/cj.a2017.0023. Epub 2017 mar 1. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding immediate and long-term outcomes of transcutaneous pulmonary valve replacement (tpvr) in patients with surgically placed conduits or after right ventricular outflow tract patch repair. All data were collected from two centers in poland between june 2009 and june 2016. The study population included 46 patients (predominantly male; mean age 18.3 ± 6.9 years; mean weight 55.5 ± 15.8 kg), 1 of which was previously implanted with a 23 mm medtronic freestyle bioprosthesis, 3 were previously implanted with a medtronic contegra conduit, and 44 were implanted with a medtronic melody bioprosthetic valve. No serial numbers were provided. Among all patients, pre-tpvr adverse events included: pulmonary regurgitation, severe stenosis, elevated invasive gradients, and significant graft narrowing. Post-tpvr adverse events included: valve-in-valve implantation (melody valve placed inside freestyle valve; transcatheter pulmonary valve placed inside contegra conduit), mild pulmonary regurgitation, elevated right ventricular outflow tract peak gradient, and increased implanted valve gradients. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. Among all patients, device malfunctions included: stent fracture and stent disintegrity with part of stent embolized to the peripheral pulmonary artery. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed malfunction and medtronic product. No additional adverse patient effects or product performance issues were reported.